Event description:
The subject's spouse reported that while at a scheduled dr's appointment on 07/28/2000 the subject's blood glucose per their one touch profile meter was 179 mg/dl as compared to the dr's meter (brand unk) which read "high". A blood sample was obtained for a lab glucose test. The subject was weak and tired. The dr sent the subject home. On 07/29/2000 the dr hospitalized the subject for the treatment of hyperglycemia based on a lab blood glucose results of 800 mg/dl. The subject does not perform control solution or meter check strip tests.